Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 11:30am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 205mg/dl. A normal result for that time of day is usually around 130mg/dl. Caller stated that about 120 minutes after tested she started to feel lightheaded so she called paramedics. Caller stated that she did not take any medication while waiting for paramedics but did have a ½ teaspoon of peanut butter. Paramedics arrived around 20 minutes after testing with the prodigy meter. She stated that the paramedics tested her blood sugar with their meter and received a result of 145mg/dl. Caller stated that she was not given ant treatment for her blood glucose. Paramedics did not to test her prior to leaving the end-user. No additional information was provided.